Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. A surgical procedure was performed, during which the ipp was removed, and a tactra was implanted. There were no device issues and no additional patient complications reported.